Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient reported that the ok, up, and down button symbols are partially worn off on keypad, noticed several weeks ago. The patient also stated that several months ago the up and down buttons started working intermittently. The patient stated 3 to 4 weeks ago he went into the water with his pump and noticed condensation behind the display that has now dried out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:a visual inspection of the pump showed that the keypad cover was intact with no peeling. The contrast and ok keypad buttons were worn, which has no effect on insulin delivery. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked batter compartment with moisture ingress.